Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation: a review of the device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection of the returned device was conducted during the investigation. One conical adapter without the attached chest tube was returned for investigation. There appeared to be no holes, defects or obvious damages aside from the point where the chest tube is sealed to the adapter. The outside surface of the device was coated with biomatter and non-sticky/non-tacky residue. Dimensional analysis confirmed that the device component was manufactured to the correct specifications and tolerances. Investigators were able to recreate the reported failure mode. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk specification for this product includes the separation of the shaft from hub failure mode and identifies that multiple risk controls are in place to mitigate this type of failure. The instructions for use (IFU) provides information to the user related to the reported failure mode that instruct the chest tube to be sutured to the skin. The product should be stored in a dark, dry and cool place, as extended exposure to light should be avoided. The user is advised to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record could not be completed because of the lack of information provided by the user facility. Because adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of all know part numbers purchased by this customer for this product was conducted. It was determined that a common cook polymer technology (cpt) supplier part order could not be matched with the known potential lot numbers for this complaint. Since the supplier lot number is unknown and the supplier part order could not be narrowed down to a smaller potential pool, a supplier investigation was determined to be unnecessary. The supplier was notified of the incident. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Event description:
Additional information was provided on 14dec2018. The reported device was in situ for 2 days prior to leakage/separation found. The drain was replaced using a like device and the same insertion site. Air was drained from the surgical site. The patient was hospitalized an additional 3-days due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 07feb2019: per the physician, the device was placed on (B)(6) 2018. The device was draining purulent secretions as a result of pulmonary emphysema. The device was connected to a pleurevac valise drainage system. The device was secured with a mefix bandage. The leakage/separation was noticed on (B)(6) 2018 when the patient began to complain of pain. The drain was replaced with another drain in the same insertion site. Patient stayed an additional three days in the hospital to drain the air that entered into the patient because of the leakage.

Manufacturer narrative:
Additional information: additional information received on 07feb2019: h10: at this time, the clinical assessment cannot rule out related causes such as device failure, device maintenance, drainage connection possible causing tension and/or medical procedure related. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a "chest drainage" procedure, a thal-quick chest tube broke at the drain connector outside of the patient. The complainant described the break at the "junction between the straight part of the drain and the cone shape, outside of the body." Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. As reported, the patient required a replacement device, but it was provided that they did not experience any adverse effects due to this occurrence.